Event description:
A user facility reported that an intraocular lens (iol) was removed and replaced through an enlarged incision when a scratch was noted after insertion of the iol. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. On haptic was broken-gusset area (not returned) and gusset edge was nicked/chipped. The optic was torn/split/cracked in the center. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/01/2009, 09/15/2009, and 09/17/2009 by phone, fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 09/30/2009.